Event description:
It was reported that a malfunction alarm occurred after the customer went through airport security scanners while wearing the pump. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.